Manufacturer narrative:
UDI not available for this system at time of filing. Other relevant device(s) are: s7 argus os. The device was not returned, so no analysis was conducted. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the medtronic representative was attempting to install the cranial (B)(4) software but was receiving an error stating that there was insufficient space. There was no patient present when this issue was identified. The medtronic representative reported that after an uninstall and reinstall, he was able to load the software.